Event description:
It was reported the device exhibited no pacing output. It was further reported the device exceeded its nominal longevity and, when explanted, normal depletion was reported. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Device serial number correction. Evaluation summary: (B) (4) the device analysis found normal battery depletion.